Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation. It was recorded a failure investigation report: 2008-031, concerning two parts with a defect of appearance (lack of coating) after coating at subcontractor, those two parts were rejected because a rework was not possible.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary total hip replacement approximately 12-14 years ago in (B)(6) (surgeon, date and hospital unknown), where a corail stem, asr xl head and asr acetabular component were utilized. Patient had presented with a painful hip. A decision was made to revise the acetabular component and the xl head and replace with an alternative ((B)(6)2021). At time of the revision surgery, necrotic tissue around the head/neck taper junction was debrided. The corail stem was left in situ and as a depuy synthes 12/14 head was not available, a competitor head was utilized. - no other details are available. Doi: unk. Dor: (B)(6) 2021. Unk hip.